Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited elevated capture threshold. The left ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition.